Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: did the reload fall into the patient? No. If yes, how was the reload removed from the patient? N/a. Is the device still available for analysis? If yes, who should the shipper kit be sent? Yes, (B)(6). On what tissue type was the device used? Round ligament at what location on the tissue? Pelvis. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? N/a. What other color cartridges were used before and after this event? Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? It is believed that the scrub that was working the case did not load the cartridge properly and snap it fully into the cartridge half, thus it was "front-loaded". Both surgeon and team leader felt this may have been a user error. The analysis results found that the device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.